Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The cause of the device issue was liquid contamination of the device. The dso sensor was replaced. The device then passed all functional tests. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the device failed dso calibration. No patient involvement.